Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. Prior to the event, the customer was treating her blood glucose levels, and gave herself too much insulin. The customer had a seizure shortly after. The reported blood glucose reading at the time of admission was 275 mg/dl. Nothing further was reported.